Event description:
A caller reported an issue with the touchscreen responsiveness of their pump, noting that the screen was frozen and would not respond to input. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer decided to reset the pump during the call, and following the reset, they were able to interact with the pump screen again, resolving the issue.